Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b7, c1, e1. Corrected information: b3, h6 medical device problem code. Additional information was requested, and the following was obtained: was there any patient event prior to symptoms (coughing, falling, moving)? No. What medical/surgical intervention was performed for the patient: symptoms? Reintervention of the lung bilateral bronchi (suturing) using a different suture (prolene). Can you describe the appearance of the suture during the second procedure? No identification of any difference. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. The event mentions four devices. How many devices had the alleged deficiency? The continues sutures, used for the membranous tissue (inferior wall of the bronchi) of each main bronchi failed (two sutures). Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The information we have is the following: aged patient with diabetes and high blood pressure (both under rigorous control). No other relevant pathologies like connective tissue syndromes. Date of lung transplant surgery? 7 of march. The diagnosis and indication for the index surgical procedure? Copd. Were any concomitant procedures performed? No. On what tissue was the suture used? Bilateral main bronchi, interrupted sutures for the cartilaginous tissue (upper and lateral walls of the bronchi); and continues sutures for the membranous tissue (inferior wall of the bronchi). What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. For the original intended closure, how were all layers closed? Bilateral main bronchi, interrupted sutures for the cartilaginous tissue (upper and lateral walls of the bronchi); and continues sutures for the membranous tissue (inferior wall of the bronchi). How was the suture placed (interrupted or continuous)? Bilateral main bronchi, interrupted sutures for the cartilaginous tissue (upper and lateral walls of the bronchi); and continues sutures for the membranous tissue (inferior wall of the bronchi). How was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots. What symptoms did the patient experience following the index surgical procedure? Onset date? Intraoperative right positive air leakage testing. The left lung air leakage was detected postoperatively 8 of march following by a reintervention. What tissue dehisced? The bilateral membranous tissue of each main bronchi. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reintervention, in both cases, re-suturing the continues suture at the membranous bilateral bronchi using prolene. The right bronchi in the first intervention (intraoperatively) and the reintervention the next day (8 of march). Please describe the appearance of the suture during the second procedure. Did the suture break? If so, where was the break noted (termination, middle, end)? Loosening of the suture knot in the membranous tissue of each main bronchus. No issues with the interrupted sutures. Did the suture pull out of the tissue? No. Did the knots untie? Yes. Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? No. Are photos available? No. Other relevant patient history/concomitant medications? Diabetes and high blood pressure (both under rigorous control). What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeons believe that the coated sutures vs the exact pds uncoated sutures may have played a physiopathological role in these cases. They have been performing these procedures for many years, and this is the first time they suffered this episode aligned with the exactly first use of pds plus. What is the patient's current status? Last update: he is improving and recovery properly. Surgeon¿s name? (B)(6). Will product be returned? Yes, product has been shipped.

Event description:
It was reported that a patient underwent a lung transplant procedure on (B)(6) 2026 and suture was used. The surgeon recently changed from conventional sutures to plus sutures. The patient had to be reoperated for bilateral dehiscence the day after surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any harm to the reported patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes_#_ description reoperation due to wound dehiscence in lung transplantation *** did the patient/user require prolonged hospitalization as a result of the event? ## yes_#_ description. Longer hospitalization time due to reoperation. What is the patient/user status after the event? # table. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was there any patient event prior to symptoms (coughing, falling, moving)? - what medical/surgical intervention was performed for the patient symptoms? - can you describe the appearance of the suture during the second procedure? - did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? - the event mentions four devices. How many devices had the alleged deficiency? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of lung transplant surgery? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? What tissue dehisced? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break? If so, where was the break noted (termination, middle, end)? Did the suture pull out of the tissue? Did the knots untie? Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? Are photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected investigation summary- the product was returned to eth for evaluation. Visual inspection revealed that ten unopened samples were received for analysis. Product code pdp9115. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The suture was dispensed without problems. A knot was performed in the strands and no untying knot issues or anomalies in the sutures were observed during the evaluation. Additionally, the functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 - no device problem found. Investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that unopened samples were received for analysis. Product code pdp9115 - lot 10au37. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The suture was dispensed without problems. A knot was performed in the strands and no untying knot issues or anomalies in the sutures were observed during the evaluation. Additionally, the functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.